Manufacturer narrative:
The lead remains implanted in the patient. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients suture holding the right occipital nerve stimulation (ons) lead in place eroded through the skin. The patient underwent a procedure where the suture was removed. The patient is doing well post-operatively.